Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs ver. 2.1 assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 0.109 ng/ml. The sample was repeated on a second analyzer, resulting in a value of < 0.00300 ng/ml. The sample was also repeated on the complained analyzer, resulting in a value of < 0.00300 ng/ml accompanied by a data flag. The troponin t reagent lot number was 530951. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within specified ranges. A general reagent or instrument problem could be excluded as calibration and controls are acceptable. Upon review of the alarm trace around the time of the event, no relevant alarms were observed. A further review of the alarm trace from 01-mar-2022 to 11-apr-2022 shows multiple sample foam detection and sample clot detection alarms. The investigation could not identify a product problem. The cause of the event could not be determined.